Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported by the patient that on (B)(6) 2020 they were admitted to the hospital for hypoglycemia. The patient thought they were getting too much insulin while wearing the pod for 4 to 24 hours. Patient had blood glucose levels of 40 mg/dl. The patient was admitted for 4 days and was treated with intravenous therapy with medication.